Manufacturer narrative:
H.9 continued: additional correction removal numbers: z-1346-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen on (B)(6) 2016 using legacy coolcore applicators and to the mid abdomen on (B)(6) 2016 using legacy coolmax applicators who developed paradoxical hyperplasia in upper and mid abdomen diagnosed on unknown date in (B)(6) 2016.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper addomen on (B)(6) 2016 using legacy coolcore applicators and to the mid abdomen on (B)(6) 2016 using legacy coolmax applicators who developed paradoxical hyperplasia in upper and mid abdomen diagnosed on unknown date in (B)(6) 2016.

Manufacturer narrative:
Corrected data d1 - brand name.